Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result was 0.07ng/ml. The sample was re-tested and repeated result was 0.39ng/ml. A fresh sample collected from this patient gave a result of 1.17ng/ml initially and 0.06ng/ml upon repeat. A 3rd specimen resulted as 0.06ng/ml and 0.02ng/ml when the sample was re-tested. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was performed prior to and after the event and results were within specifications. System checks are all "passing". However, no data was supplied. The customer repeated patient results back to the last acceptable qc and the only erroneous result was for this patient. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.